Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was palliation of pancreatic cancer. The stricture was located in the upper part of the duodenum and was approximately 6cm in length. The patient anatomy was not noted to be tortuous. During the procedure, the stent system was inserted through the scope and advanced over a guidewire. The stent was released under fluoroscopy. Approximately half of the stent was deployed when the physician decided that the stent need to be repositioned. The stent had not been deployed past the reconstrainment limit marker. The stent was reconstrained into the delivery system. The stent system was repositioned and the physician began deployment again. However, it was noted that the stent was "curled" within the delivery system; the stent wires were bent and the stent was "bunched up". The stent failed to deploy at all on the second attempt. The stent system was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.